Manufacturer narrative:
One loose 10ml oral syringe was received and evaluated. It was observed there was damage and plastic fibers present on one of the ribs of the plunger rod near the thumb rest. The damage was rejectable per product specification. The reported foreign matter appeared to be a result of the damage. Potential root cause for the damaged plunger rod defect is associated with the assembly process. It is possible the plunger rod was caught in a self-correcting rail jam. This is consistent with the observed friction damage and would allow for the plunger to go undetected. No corrective actions are necessary based on the defective rate identified. Batch 8283662 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no.: 305858 , batch no.: 8283662. It was reported that before use of the syringe enteral 10ml bns there was one of the syringes that exhibited grey fuzzy matter that was stuck to the plunger as well as a portion of the plunger was missing. The following information was provided by the initial reporter: please be advised that we have received the above noted complaint concerning the 10ml for oral/enteral use only syringe component where the customer advised that one of the syringes exhibited grey fuzzy matter which was stuck to the plunger which was also found to be missing a portion of the plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 305858 batch no.: 8283662. It was reported that before use of the syringe enteral 10ml bns there was one of the syringes that exhibited grey fuzzy matter that was stuck to the plunger as well as a portion of the plunger was missing. The following information was provided by the initial reporter: please be advised that we have received the above noted complaint concerning the 10ml for oral/enteral use only syringe component where the customer advised that one of the syringes exhibited grey fuzzy matter which was stuck to the plunger which was also found to be missing a portion of the plunger.